Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, multiple right ventricular lead noise episodes over a 6-month period was observed. Patient was asymptomatic of these lead noise episodes. In clinic, the rv lead noise was only replicated by touching/wiggling the pacemaker generator site. X-ray was performed prior to rv lead revision and no anomalies were noted. Upon opening the pocket and examining the rv lead, insulation was found broken down, squished longitudinally and exposed outer conductor. Then using rf telemetry, rv lead was manipulated and when touching the site of insulation breakdown to the pacemaker generator, the exact noise pattern was replicated. It was believed that the cause of the insulation breach was lead-on-can abrasion at the site. The rv lead was capped and a new rv lead was implanted without complication. Patient remained stable.